Manufacturer narrative:
Product event summary: analysis found some corrosion at the top of the upper display and the battery contacts were visibly contaminated. Analysis also found the ring attachment was bent, the bail cover attachment was cracked, and the bail attachment was missing.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.